Event description:
New information received noted that the patient presented for remote follow up via merlin.net, and then presented to the clinic the next day. The right atrial lead did not have noise and the impedance issue resolved on its own. Programming changes were made for the right ventricular lead. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2021-38553. It was reported that the patient presented for follow up with low defibrillation impedance exhibited by the right ventricular lead. The atrial lead exhibited lead noise and low pacing impedance. No interventions were reported. Further information was requested, but not received.